Manufacturer narrative:
Implant date is unknown but surgery happened in 2015. (B)(4) - (revision surgery, non-union) neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
History- smoking procedure; l3-ilium spinal fusion pre-operative diagnosis: stenosis it was reported on an unknown date in (B)(6) 2016, post-op, rods broke. Implant did not fuse and rods broke. Surgeon believed that patient did not fuse due to their medical history including smoking. Bones did not fuse at the site where rods had been implanted. Revision surgery was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.